Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2024, the pacemaker was programmed to MRI mode for an MRI examination (voo 80 ppm), but when printed with the programmer, it was found to print aoo 80 ppm. It was re-programmed to voo 80 ppm, printed correctly as voo 80 ppm. During the MRI examination, the patient was monitored by ECG and founded that pacing was intermittently missing and checked the rate, which appeared to be down to 40 ppm. The patient's condition remained unchanged and the examination was completed. If ¿aoo 80ppm¿ is displayed on the printout during the MRI examination, the MRI examination should be interrupted to check the settings.

Manufacturer narrative:
A part of the results were provided as follows: 2 different events are described in the complaints: voo mode was well programmed but on the printed report, aoo mode was noted. This issue is related to a known bug related to the printing. The programmed mode was well voo. The programmed pacing mode was voo 80 bpm whereas during the MRI exam, on an ECG, the pacing was found at 40 bpm. O a software analysis has revealed that the subject pacemaker was well programmed in voo 80 bpm on (B)(6) 2024 from 14:37 to 15:08 (has been deactivated at 15:08). It has been assumed that this MRI exam was performed within this period. After having verified that the subject pacemaker was correctly programmed on voo 80 bpm, the reason why it was found at 40 bpm is currently under investigation. Once the results are known, a new report will be sent. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2024, the pacemaker was programmed to MRI mode for an MRI examination (voo 80 ppm), but when printed with the programmer, it was found to print aoo 80 ppm. It was re-programmed to voo 80 ppm, printed correctly as voo 80 ppm. During the MRI examination, the patient was monitored by ECG and founded that pacing was intermittently missing and checked the rate, which appeared to be down to 40 ppm. The patient's condition remained unchanged and the examination was completed. If ¿aoo 80ppm¿ is displayed on the printout during the MRI examination, the MRI examination should be interrupted to check the settings.

Event description:
Reportedly, on (B)(6) 2024, the pacemaker was programmed to MRI mode for an MRI examination (voo 80 ppm), but when printed with the programmer, it was found to print aoo 80 ppm. It was re-programmed to voo 80 ppm, printed correctly as voo 80 ppm. During the MRI examination, the patient was monitored by ECG and founded that pacing was intermittently missing and checked the rate, which appeared to be down to 40 ppm. The patient's condition remained unchanged and the examination was completed. If ¿aoo 80ppm¿ is displayed on the printout during the MRI examination, the MRI examination should be interrupted to check the settings.

Manufacturer narrative:
The patient files analysis led to the following observations: - the first event is related to a printing issue when the device is programmed in the MRI pacing mode (voo). Nevertheless, the subject pacemaker was correctly programmed in voo mode by the physician. - regarding the second event, on the available files, no ventricular capture loss was observed in the recorded episodes. Nevertheless, on the .dtr files during threshold tests, some ventricular capture losses seem to have been observed: 0. The first ventricular pacing is clearly capturing 0. The 3 next do not seem to have captured at 2.5v/0.35ms/bipolar. - capture losses seem to have occurred at 2.5v/0.35ms/bipolar whereas the ventricular threshold is 0.75 v. Therefore, capture losses could also occur in MRI mode despite 5v/1ms/bipolar and could explain the 40bpm rate observed on the ECG. - however, there was an increase of the pvc rate: 0.8% on (B)(6) 2023, 1.3% on (B)(6) 2024 and 1.9% on (B)(6) 2024. This increase of pvc could be the sign of loss of capture. - nevertheless, there was no file (.cso) recorded at the beginning of the in-clinic follow-up from (B)(6) 2024, therefore the reason why ventricular capture losses occurred cannot be determined. - it is recommended to pay attention to the ventricular lead threshold. - based on the available information, a ventricular lead issue cannot be excluded.